Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific (bsc) received information that this patient was transferred from another hospital with a pre-implant ejection fraction of 10-15 percent. During the implant of this device the patient was intubated and it was reported that the patient's intrinsic heart rate dropped into the 40's. The non-bsc right ventricular (rv) lead had been placed and they were able to pace using the pacing system analyzer (psa) with good capture. However, the patient had pulseless electrical activity and code protocol was carried out by the electrophysiology staff. The bsc device was able to be successfully placed and was noted to have functioned normally. The patient remained in critical care and never gained consciousness post-implant. She went for a computed tomography scan of the brain and coded again. The patient was unable to be revived and expired.